Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The reported failure mode will be monitored for future reoccurrence. Lot number is unknown; therefore, manufacture date cannot be confirmed. Part number is unknown; therefore, gtin cannot be confirmed h3 other text : 81.

Event description:
It was reported that pieces of the anchor became dislodged in the joint leading to post op patient pain.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The product number is unknown, therefore the gtin and 510(k) are not known at this time. Should they become available they will be provided in future reports.

Event description:
It was reported that pieces of the anchor became dislodged in the joint leading to post op patient pain.